Event description:
On (B)(6) 2012, the healthcare professional/reporter, a physician, contacted animas to report that on (B)(6) 2012, the patient was found in an alley with a blood glucose level of 36 mg/dl. The patient reportedly is hypoglycemia unaware. The technical support representative (tsr) contacted the patient to obtain and verify information; however, was unable to reach him by telephone. No information was provided as to the patient's status prior to this event, his symptoms if any, treatment or medical attention received, his blood glucose levels, meals and insulin doses taken prior to the event. No pump troubleshooting could be done, as the patient was not available. The patient allegedly suffered a blood glucose level suggesting severe hypoglycemia while using the pump. Therefore, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.